Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ and [unspecified] juvéderm® voluma¿. 'The patient one month after injection is having a side effect redness, swelling and like abscess. The patient is taking antibiotic. Symptoms on going. This record relates to [unspecified] juvéderm® voluma¿. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the [unspecified] juvéderm® voluma¿.